Event description:
It was reported that the rv lead was capped and replaced in order to resolve the event. The patient's condition was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing noise was observed on the right ventricular lead. The device was reprogrammed and a revision surgery was scheduled to revise the lead. The patient was stable and there were no adverse consequences.